Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial tachycardia (at) / atrial fibrillation (af) anti-tachycadia (atp) therapies were disabled because they caused an accelerated ventricular rate. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.